Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. (B)(6).

Event description:
It was reported that the balloon deflated slowly and winged. A 8.00mm/90cm/2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon deflated very slowly. Consequently, negative pressure was applied through the indeflator and the balloon winged. Resistance was felt upon removing the balloon from the sheath and it was further noted that the sheath was cut into half longitudinally. The procedure was completed with a different device. No patient complications were reported.